Event description:
According to the reporter, during use in dermal suture, the loop broke. The procedure was completed with another device. Patient status is with no problem. No adverse events reported.